Manufacturer narrative:
Age at time of event: under 18 years old. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca), vessel dissection occurred. The de novo target lesion was 32mm long with a reference vessel diameter of 3.0mm. Post deployment of a 3.00x32mm taxus element stent in the lesion, a dissection was noted in the distal end of the artery. A 2.75x20mm taxus element stent was used for treatment. No further patient complications were reported and the patient is listed as stable.